Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left knee was revised. As reported by rep: "patient presented to clinic with anterior knee pain. 7x22 ts insert taken out and replaced with a 7x22 ts insert. Native patella resurfaced with stryker 40mm asymmetric patella. Insert was not damaged prior to removal of the insert...". Spoke to rep, who provided an explant picture, outer box pictures of the revision implants, and a 2017 operative report. Rep confirmed that information provided is everything that is available.